Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2015 indicating that the patient had been experiencing an increase in seizure frequency and severity. The physician attempted to interrogate the patient¿s device but was unsuccessful despite using multiple programming wands. It was noted that the patient¿s device had not been checked in over a year. The patient¿s medications were increased and the patient was referred for surgery. No known surgical interventions have occurred to date. A battery life calculation using the available programming history showed approximately 1.1 remaining. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient underwent lead and generator replacement surgery . The generator was replaced due to battery depletion and the lead was replaced due to compatibility with the new generator. The explanted lead and generator have not been received to date.